Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-15315 and 15317. The patient has 4 pns (off label) leads (2 from the same lot) implanted. The patient reported experiencing ineffective stimulation for his right sided neck pain and uncomfortable stimulation for his left sided neck pain. The sjm representative met with the patient and reprogramming was only able to provide effective stimulation to the left side of the patient's neck. The patient does not wish to pursue additional intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.